Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2012-08586. It was reported that the patient was unable to turn on the stimulation after turning it off using the magnet. The scs ipg was unable to communicate with the patient programmer and the charger. It was also noted that the device showed invalid readings on all contacts. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.